Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015-product analysis: the device was returned and evaluated by product analysis on 09/04/2015 with the following findings: the complaint could not be investigated due to an unrelated alarm issue. Review of the pump¿s black box revealed occurrence of a related call service (060) alarm. The pump powered on to a call service (006) alarm and could not be cleared. Moisture was observed on the pump¿s internal components.